Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the pump shutting down. Customer¿s blood glucose level was 138-139 mg/dl. Customer was advised to leave the pump plugged into a power source and call back if issue persists.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.